Manufacturer narrative:
Concomitant medical products: 4592-53, lead, implant: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up high thresholds, high impedance and possible fracture were noted on the right ventricular (rv) lead. The lead was capped. No patient complications have been reported as a result of this event.